Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) reminded the user facility about proper charging practices. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) found the issue while doing unrelated service activity on the unit. The batteries were not replaced as the training director chose not to replace them at this time. The heart lung machine (hlm) is used for training and not used on patients.

Event description:
It was reported that during the use of the device for a non-clinical activity, the batteries were depleted. There was no patient involvement.